Manufacturer narrative:
The fse evaluated the device and determined that the mainboard was defective. Additionally, dfm100 ac power module (pn:453564488951), dfm100 assy therapy (pn:453564489061), dfm100 assy therapy receptacle (pn:453564488971), dfm100 cbl ac power module to therapy (pn:453564489621), dfm100 cbl therapy high voltage (pn:453564489571), dfm100 I/o assy (with I/o pca) (pn:453564489191) were replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the processor board was defective. As a result, the dfm100 assy processor (453564489071) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The dfm100 processor with serial number ((B)(6)) and its included som pca ((B)(6)) were returned from failure analysis. The visual inspection results: the returned processor pca and its included som pca, was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The fixture was powered on with the returned processor pca and its included som pca installed. The system powered on normally. An op check was performed and passed. The device was restarted and a second op check was performed and also passed. Per the technical investigation results, there was no fault found. The reported problem was not confirmed.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that patient leak current paddle cable exceeds 500 a. Additional information has been requested. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.